Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user did not consult a health care provider for treatment, end-user reviewed skin care and stated that peristomal skin is cleansed with allkaire adhesive remover and rinses with water. End-user states that stool is semisoft. End-user was instructed to use a non-residue soap to remove adhesive remover, apply stomahesive powder and then seal in with sensicare sting free. Samples of recommended products were sent to end-user. Lastly, end-user was advised to contact health care provider if condition persists. Medical and regulatory comments have been reviewed, and an investigation was conducted on 12/04/2013 by evaluating and assessing the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy pts and/or health care provider is consistent as reviewed. An investigation report on field skin irritation was used for the comparison analysis of the eval. There was no returned product available for review. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected.

Event description:
End-user reported that peristomal skin located under wafer's mass at the 6 o'clock position (left lower quadrant) presented as 'red and raw'. It is also reported that this condition was noticed during 2nd pouch change. Product has been in use for three (3) to four (4) days.